Event description:
It was reported that the device displayed a device failure during patient use. There were no health consequences for the patient reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.